Event description:
The pump turned and caused the catheter to kink. In 2009, the pt had surgery to replace the kinked portion of catheter. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.